Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, cable was bent. Blood glucose level was not impacted. Reportedly, the issue was resolved with an alternate cable.